Event description:
The event involved a plum 360¿ infuser that reportedly failed delivery accuracy test due to an inaccuracy in volume. Through multiple tests and using different test equipment, the unit underdelivered by about 3ml each time (on average). The customer sent the unit out previously and then did a performance verification on the unit when it was returned. That's when it was discovered that even though the service report indicated that it passed the delivery accuracy test, this was not the case when it was tested at the facility during preventative maintenance. There was no patient involvement and no human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
A complaint investigation was performed. Self-testing passed and all acceptance criteria were met. The delivery accuracy test performed as expected and there was no under-delivery identified as a result of this testing. The pump logs were reviewed. The line a infusion stopped approximately at 3ml due to the user key press event time to start piggyback infusion. Engineering recommended that a delivery accuracy test with a similar condition (line b infusion starting at approx. 55 seconds (or 3ml infused) after the line a infusion started) was performed to ensure that both line a and line b completes the volume to be infused (vtbi) normally to confirm the findings of the evaluation. However, no problem was identified with the delivery accuracy test that was performed on this device. D9 - date returned to mfg: 11may2023.